Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self-test for defib function. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical canada. The customer's report was duplicated and attributed to the processor/bridge/pace board. The processor/bridge/pace board will be replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.